Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the epidural tubing from the medication bag became disconnected from the tubing going into the patient¿s back. When the tubing was re-connected, it was connected to the peripheral IV. Ideally, the two should not be able to connect. The original intended procedure was for post-operative pain relief. This event occurred at the hospital. There was patient involvement, and unknown signs or symptoms experienced.